Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, and a cracked case at the reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damage on the insulin pump case at the reservoir compartment. Customer stated that the pump will be returned for analysis.